Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 4. Reference MFR report: 3008829311-2017-01052. Reference MFR report: 3008829311-2017-01053. Reference MFR report: 3008829311-2017-01054. The patient's trials leads were placed on (B)(6) 2017 and removed on (B)(6) 2017. On (B)(6) 2015, the patient reported experiencing right leg weakness. The patient stated she always had leg weakness but it is worse at this time. No further information has been provided to the manufacturer.